Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer had a high blood glucose level of 425 mg/dl. Customer tried to give herself a bolus and then she received a motor error alarm. Customer's mother stated that they do not have a back-up plan. Customer has treated for their high blood glucose levels with shots. Customer's mother is going to call the doctor. Troubleshooting for high blood glucose levels was not performed due to the motor error. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.